Manufacturer narrative:
On 8-mar-2026, the lot number of the device was received (lot # 31729981l). Field d4. Lot has been updated along with the expiration and manufacture dates and UDI are now also available. With lot number availability, a manufacturing record evaluation was performed for the finished device number lot 31729981l and no non-conformances related to the complaint were found during the review. Other information was also received indicating there was no malfunction with the vizigo sheath. The physician states that air enters during varipulse insertion, even if the product was functioning normally. An air embolism was suspected because air was often observed in the transparent area near the hemostatic valve of the vizigo sheath during varipulse insertion, however, no obvious air embolism was observed. No malfunctions with the varipulse catheter. The patient had a cha2ds2-vasc score of 1. Anticoagulation/ strategy: direct oral anticoagulants (edoxaban). There was no cardioversion before ablation. Based on the new information received, the adverse event and reported product malfunction are also being reported against the vizigo sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced cerebral infarction. On (B)(6) 2026, varipulse catheter was used to perform pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation (paf). On (B)(6) 2026 the physician reported that magnetic resonance imaging (MRI) identified a small cerebral infarction (MRI showed an embolic shadow). The patient reported mild left-hand numbness postoperatively, which was identified by MRI. Routine postoperative MRI is not usually performed. Patient did not required extended hospitalization (patient was discharge (B)(6) 2026). A mild decrease in grip strength persisted. The symptoms were reported to be gradually improving with no additional intervention. The physician's opinion on the relationship between the event and the product was that air entered during insertion of the varipulse catheter (through the vizigo sheath) or the issue occurred somewhere during pulse-by-pulse ablation. No abnormalities were observed prior to or during use of the product. There were 28 ablations, 84 applications. No intracardiac excessive microbubbles observed via ultrasound, or excessive impedance errors were noted during the case. There was no evidence of char /thrombus/clot during the procedure, however, no pre-ablation thrombus check was performed. No anatomical abnormalities were noted. Activated clotting time (act) was high (350 seconds or more). The flow during ablation was 30 ml/min. The patient's rhythm during ablation was sinus rhythm / coronary sinus (cs) pacing. Since there is no evidence of actual air embolism and there was no reported malfunction with the vizigo sheath that would cause an air embolism, the event will only be reportable for the adverse event against the vaipulse ablation catheter since ablation did occur. If further information is received, it will be assessed and processed accordingly.

Manufacturer narrative:
On(B)(6) 2026, additional information was received indicating the physician aspirated while inserting catheters into the sheath. The physician has not seen air within the vizigo sheath when inserting different devices other than varipulse. Each time varipulse is used, the physician checks the translucent hub for air. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).